Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer had trouble controlling bg while using the pump. Upon follow up, customer reverted to using manual injections for insulin therapy.